Event description:
It was reported through the filing of a lawsuit that: the mixture of op-1 and the synthetic bone void filler which had been implanted in the patient on (B)(6) 2006 eventually migrated away from the surgical site and into her spinal canal and she began to develop unwanted/ectopic bone over her nerve roots, which required unsuccessful remedial surgery. It is further reported that during the (B)(6) 2006 surgery, the surgeon performed a lumbar interbody fusion at the l5-s1 vertebrae. On (B)(6) 2006, a doctor performed a revision/exploratory surgery where he removed portions of the hardened and dried "disk material" that had formed over s1 nerve root.

Manufacturer narrative:
This product is no longer marketed and the (B)(4) has ceased all operations. A withdrawal request for the hde (h020008) was made in july 2014 and FDA acknowledgment receipt was confirmed in a letter dated 09/05/2014.